Event description:
The customer stated that he was hospitalized for low blood glucose levels with a reading of 30 mg/dl. The customer stated that he was unconscious when the paramedics arrived. The customer stated that he had been experiencing low blood glucose levels the day prior to the hospitalization. Troubleshooting was performed. The customer stated that the daily totals did not match with the bolus and basal deliveries. The customer stated that the insulin pump was not exposed to any high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.